Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain fluid. The cause of the event was not reported. The patient was not hospitalized for the event. The patient received unknown treatment. The event was ongoing. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.